Manufacturer narrative:
No button error alarm was noted; however, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump was received with a minor scratched display window, cracked display window corners, a broken belt clip slot, a cracked reservoir tube lip. (B)(4).

Event description:
It was reported that the buttons were not responding on the customer's insulin pump while she was trying to deliver insulin. The customer did not recall any significant events leading up to the issues. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 90 mg/dl. Nothing further was reported.